Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Diabetes clinical manager reported via phone call that the customer was in the hospital. The customer broke her hip and blood glucose went high. It was stated that the basal rates were not running; she treated with a bolus. It was also stated that the insulin pump alarmed to check settings. Customer's blood glucose at the time was high between 300 to over 400 mg/dl. The alarm did not occur during the first rewind. The insulin pump passed the selftest. The customer had stopped using the insulin pump and was trying to reconnect but insulin would squirt out of the tubing during prime and she received a no delivery alarm. The customer changed the infusion set and reservoir and declined to troubleshoot. Blood glucose at the end of the call was 179 mg/dl.